Event description:
During repair of internal hernia it was noted that the "springs" on the kugel patch had failed. Patch implanted, 2004 during small bowel resection and laparoscopic ventral hernia repair. Patient had biliopancreatic diversion 12/2002.